Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he has been getting air bubbles in the reservoir. The customer stated that the issue has been occurring for about two months. Last event was on (B)(6) 2015; all the bubbles became a big one and he purged it out. Blood glucose value was 171 mg/dl. The customer stated that insulin was not stores at room temperature. Customer was advised about recommendations to avoid bubbles and how to remove them. Customer will call back if issue persists.